Event description:
Reason for report: significant chemical, physical or other change or deterioration in the device or any failure of the device to meet the specs established in the approved PMA that could not cause or contribute to death or serious injury but are not correctable by adjustments or other maintenance procedures described in the approved labeling. Physician could not read sectors of the pacemaker's on-board holter memory. This occurred because a memory segment had not been completely loaded when downloading the final software configuration before shipment. No other pacemaker function was affected. The co modified its final software downloading procedure to add an inspection step, where the operator verifies, after downloading, that all sectors of the on-board holter memory can be read. It should be noted that submission of this report does not constitute an admission that the MFR (ela medical, s.a.) Or product caused or contributed to the event.